Event description:
The customer reported that the system intermittently locked up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as repair info is not available.